Manufacturer narrative:
Additional information received indicates that the loose connector was identified during a routine clinic check. It is unknown whether the "click" could be heard when power sources were connected. The controller was received in (B)(4) on (B)(6) 2016. The controller was received in (B)(6). Controller con210190 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller failed visual inspection because the controller port two (2) was found loose from the controller housing with the o-ring gasket still in place. Additionally, the port one (1) connector was also found loose from the controller housing with the o-ring gasket displaced. Note: this controller was received with the new software version installed (smr upgrade performed). The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller requires two power sources for safe operation. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. This will most likely result in user annoyance with no effect on the functioning of the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The vad coordinator noted that the patient's power port 2 connection was loose when the patient was in clinic.&#2068;he device was exchanged with no reported patient issue or injury.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.